Event description:
During an acl repair, the first anchor deployed normally, 2nd anchor was not deployed through meniscus and pulled out. T2 was removed, but t1 was left out rear of the meniscus. No injury was reported. The procedure was completed with a back up device. Technique was a contralateral approach with red/white repair.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
Only the delivery portion of the device was returned without any suture or implants. The device actuator was functionally tested and found to operate as intended. The area of the needle where the implants are loaded was inspected and there are no visible anomalies which would have impeded deployment. Based on these findings and the provided evidence, no root cause related to the manufacture of the device can be established. (B)(4).